Event description:
Ous MDR - it was reported that about 78 months after the implantation, an insulation breakage was suspected. It is unclear if this lead was returned or not. (B)(6) 2016 - the lead is believed to still be implanted.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 21 cm distal to the is-1connector pin. A proximal and a distal lead fragment were received and subjected to an extensive analysis. The analysis revealed multiple signs of wear along the lead fragments. In particular between 12 cm and 9 cm proximal to the lead tip the insulation was found rubbed through. In this region the conductor cable to the shock coil was found exposed and its coating was damaged. These findings confirmed the clinical observation. Based on the characteristics of the damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. The finding was consistent with exposure to constant interaction with another implantable device. The available x-ray movies demonstrated the presence of a nearby lead and a possible interaction of both leads in the area of the insulation damage. The deformation of the shock coil most likely resulted from the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The x-ray movies received with this complaint were carefully analysed. Based on this material the observation of an exposed conductor cable can be confirmed. Without analysis of the lead itself no definite conclusion can be drawn regarding the root cause of the clinical observation. However, from the position of the leads in the x-ray projection, an interaction between the atrial and ventricular leads seems likely. Together with the relatively long service time of almost 6.5 years abrasion between the two leads should be considered. Should additional information or the device itself become available for analysis, the investigation will be updated.